Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that patient was showing an incorrect room number. A technical support specialist dialed into the server but was unable to locate the patient. Tss attempted to call the customer, but customer was not available, and multiple emails had been sent, but no response was received, so proceeded to close the case. D4: unique device identifier not available.

Event description:
It was reported that when using the bd pyxis¿ es server had a single patient showing incorrect room number. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.